Event description:
Customer stated that the physician pulled back closurefast catheter and sheath and noticed sheath had melted. A new catheter was pulled out to treat rest of segment and catheter was used on bilateral leg. No patient injury.investigation of the return closurefast catheter on (B)(6) 2015, confirmed on visual inspection that the distal tip of the introducer sheath appeared melted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.